Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance. Boston scientific representative had concerned about the 21hr daily lead measurement and 24hr device clock measurements, as no out of range measurements were noted. It is recommended to have patient perform patient initiative interrogation (pii). This rv lead remains in service. No adverse patient effects were reported.additional information received indicated that the out of range shock impedance was greater than 200 ohms. There was an increase in from 40-50 ohms. The lead was dual coiled and programmed traid. Patient will be brought in the clinic to perform additional testing. No adverse effects were reported.